Event description:
It was reported to that the patient had received inappropriate shocks due to suspected lead anomaly. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A completed analysis could not be performed due to partial lead returned measuring 20 cm from the connector pin. The damage found was sustained during the surgical procedure.